Manufacturer narrative:
The reported catheter leak into the connector could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. Additionally, the device history record could not be reviewed since a lot number was not provided. Based on the information received, the cause of the reported leak could not be conclusively determined.

Event description:
During the procedure, saline leaked into the connector of the tactisys and the contact force no longer displayed. The connector was attempted to be dried with no resolution. The tactisys and catheter were replaced and the procedure was completed with no adverse consequences to the patient.